Manufacturer narrative:
The reported event of being unable to interrogate the pacemaker was not confirmed. The pacemaker was returned for analysis in normal working conditions. Electrical, mechanical, and telemetry test were normal with no anomalies found.

Event description:
It was reported that the patient presented in clinic for follow-up. Upon review, it was noted that the pacemaker was unable to interrogate. The device was explanted and replaced. The patient was in stable condition post-procedure.